Manufacturer narrative:
Date of event is estimated. The patient's weight is unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-13206. It was reported the patient's drg lead located at t12 is unable to provide therapy due to impedances issues. In turn, the patient plans to undergo surgical intervention. During the procedure, the patient's ipg will be replaced for a reason that's unknown at this time.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2021-13206.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A4 - patient's weight has been obtained/provided.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-13206. Additional information obtained via follow-up revealed the patient underwent surgical intervention to provide resolution. During the procedure, the patient's t12 drg lead was explanted and replaced with 4 leads placed at t12 and one drg lead placed at l1. The patient's t11 drg lead was electively explanted and replaced during the procedure. The patient's drg ipg was relocated during the procedure due to the patient experiencing pain/discomfort at their ipg site as a result of weight gain.